Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of a sacrospinous ligament fixation, cystoscopy and suprapubic catheter insertion performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat stress urinary incontinence and cystocele. It was reported that patient underwent mesh revision/removal on (B)(6) 2010, (B)(6) /2012, and (B)(6) 2012.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced chronic vaginitis and recurrence. It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) for recurrent vaginal mesh exposure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge and vaginal itching.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention, bladder infections and chronic urinary tract infections.